Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurence of check clutch/plunger lever. Occlusion testing was performed and the reported issue was not duplicated. One possible, but unconfirmed, problem source was listed as the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump exhibited an intermittent check clutch/plunger lever error. No adverse patient effects were reported.